Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter (lot 74232) on the right femoral vein without issue and received ivtm therapy. On the 4th day of therapy, the thermogard console displayed an airtrap alarm. After inspection, the hospital personnel observed that the saline bag was empty. No leak was observed on the start-up kit or on the patient's bedside thus indicating a likely leak on the catheter which caused the console to alarm. No issue was reported on the thermogard console, it operated as expected and the airtrap alarm was cleared. The catheter was removed and ivtm therapy was discontinued. No further information was provided. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned quattro catheter (lot # 74232). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a bond leak was observed on the proximal side of the medial 2 balloon. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Historical complaints were reviewed for information related to the reported complaint and ccr 37767 was reported for the quattro catheter with lot # 74232 on 30 oct 2017; however, evaluation of the catheter found no issue.